Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. In a further evaluation by olympus medical systems corp. (Omsc), it was confirmed the following. - there were scratches on the adhesive of bending rubber. - there were scratches on the insertion tube and the universal cord. - the objective lens was scratched. - there was too much play in the movement of the bending section. - the bending angle did not meet the specification. - c-cover was cracked. It was unknown whether the above failures contributed to the reported malfunction or not. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This device (serial number (B)(4)) referenced in this report was returned to omsc for evaluation. The evaluation showed that the rubber of the bending section was shifted towards the distal end but there was no irregularity in the biopsy channel. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, each biopsy channel of three pcf-pq260l (serial number (B)(4)) tested positive for pseudomonas aeruginosa. The user facility also informed that the subject devices were re-tested after disinfection. The subject devices tested positive for pseudomonas aeruginosa again, but the storage cabinet for endoscopes and water tested negative in a culturing test. The user facility reported that the subject devices had been reprocessed using endoclens-d, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report. This is 1 of 3 reports.